Event description:
Pharmacist called to request an event log review due to a discrepancy between two nurses regarding an insulin infusion. Insulin 100 units in 100 mls was intended to be programmed at 3 units per hour. Once nurse reported that it was found to be running at 100 units per hour however this infusion rate of insulin did not match the clinical effects of the patient. Patient had routine labs that were drawn as previously ordered and the results were reportedly normal. There were no report of patient harm and no medical intervention was required. The customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.